Event description:
It was reported that a balloon rupture was occurred. Vascular access was obtained via radial artery. The 85% stenosed, de novo with 22 mm long and 2.25 mm vessel diameter target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was noted to have a significant bend >45 and <90 degrees. The lesion was predilated with an apex 1.5mm x 8mm balloon catheter. The 8mm x 3.5mm quantum maverick was advanced to the lad and on the first inflation it ruptured at 18 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with quantum maverick shelf box. The batch number on the packaging and device matched the reported batch. There was blood in the wire lumen. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture was occurred. Vascular access was obtained via radial artery. The 85% stenosed, de novo with 22 mm long and 2.25 mm vessel diameter target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was noted to have a significant bend >45 and <90 degrees. The lesion was predilated with an apex 1.5mm x 8mm balloon catheter. The 8mm x 3.5mm quantum¿ maverick¿ was advanced to the lad and on the first inflation it ruptured at 18 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.